Manufacturer narrative:
Clarification to d.4: mcghan-270. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. White calcification observed on the surface of the shell. A delamination total of valve assessed as an adhesive failure.

Event description:
This relates to the left side record.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture" baker grade unknown. The device has been explanted and replaced.